Event description:
The customer contacted stryker to report that their device displayed a blank screen and illuminated its service led. This issue has the potential to either delay, or prevent, defibrillation from being delivered. This issue is patient related; however there was no adverse event reported. A back up device was available and used to continue care.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Error code 5004 was also observed and was cleared. The root cause of the reported issue was determined to be a loose power connector. The mini-banana plug was replaced to resolve the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council.

Event description:
The customer contacted stryker to report that their device displayed a blank screen and illuminated its service led. This issue has the potential to either delay, or prevent, defibrillation from being delivered. This issue is patient related; however there was no adverse event reported. A back up device was available and used to continue care.